Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue and advised onsite repair services. A service proposal was provided to the customer. There was no further repair activity performed by philips. The customer did not accept the service proposal. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from customer reporting a cooling fan failure occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue and advised onsite repair services. A service proposal was provided to the customer.